Manufacturer narrative:
Update made to d2 product information.

Event description:
It was reported that fluid is leaking from the luer lock syringe component during use.

Manufacturer narrative:
It was reported that fluid is leaking from the luer lock syringe component during use. The reporting facility indicated that "nothing will seal on them" including "cannulas and needles." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation, however, the returned sample was only of packaging and did not include a luer lock. Functional testing was performed using retained product from various lots and a similar filter needle that is part of the surgical pack. No leaking occurred during testing and the reported problem/issue was unable to be duplicated. A root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that fluid is leaking from the luer lock syringe component during use.